Manufacturer narrative:
Conclusion code removed.

Event description:
It was reported that on friday prior to the date of this report the patient had had another sudden loss of therapy. On the date of this report the clinician programmer was showing an out of regulation (oor) message during programming and a short was showing between electrodes 1-2. Impedances on (B)(6) 2014 were c/0-991, c/1-564, c/2-559, c/3-767, 0/1-933, 0/2-944, 0/3-1388, 1/2-89, 1/3-757, 2/3-743. The patient was programmed using 1-2, 2.7v, 120us and 185hz. Therapy impedance was 103 ohms, 23.7mz. The patient had gotten a shock when electrode z was conducted at 3v and was not getting the shock at 0.7v. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental MDR will be submitted. Reference manufacturer¿s report number: 3007566237-2015-00035.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial # unknown, implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3387-40, lot # j0340295v, implanted: (B)(6) 2003, product type lead; product ID neu_unknown_ext, serial # unknown, implanted: (B)(6) 2003, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # v017959, implanted: (B)(6) 2007, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).